Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 20 mg/dl. The customer stated that the ambulance was waiting to take her to hospital. Customer was assisted with finding her basal rates and bolus wizard settings.